Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray temperature sensor was replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a problem with the stator and the system loses functionality. There was no pt injury or death reported.